Event description:
It was reported while using the bd saf-t-intima¿ y the nurse found fluid exudation between the extension tube of the indwelling needle and the needle handle during exhaust. The following information was provided by the initial reporter, translated from chinese to english: on the same day, after the patient was punctured with intravenous indwelling needle, the nurse found fluid exudation between the extension tube of the indwelling needle and the needle handle during exhaust. The connection was suspected to be not closely connected or damaged, so the indwelling needle was replaced immediately and the patient was given infusion.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number: 0019816. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.